Event description:
A medtronic rep reported a 3-d image would not transfer over to the s7 system at the site despite the progressive communication between the s7 and the o-arm early on. This did not impact the pts outcome reportedly.

Manufacturer narrative:
No files or parts have been returned to MFR.